Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hip surgery the driver of the device broke off. This issue was noticed on the x-ray picture after the surgery was finished successfully. No further information received.

Event description:
*** Update (B)(6)2024: further information were provided that the initial surgery was performed on (B)(6) 2024. An additional surgery to retrieve the fragment is planned but not performed and no additional surgery date is defined yet. ***update (B)(6)2024: further information were provided that a second arthrotomy was performed to remove the broken anchor in another hospital. No further information were provided when and where the second surgery was performed.

Manufacturer narrative:
The complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation revealed the tip of the inserter is broken off and still within the patient's bone. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.